Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All products are 100% visually inspected and light tested for transmittance and image during manufacturing. The device is intended for one procedure only, improper usage could result in a potentially hazardous condition for the patient. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported postoperative endophthalmitis during combined vitrectomy for retinal detachment and cataract surgery. The eye was already found cloudy by the exam of the slit lamp. The patient also complained of eye pain. Intraocular washing was performed. Backflush and other products of other companies are also suspected to be involved. Other equipment in the facility was also being investigated. Risk of disability was the surgeon's assessment.